Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented to surgery with central disk herniation of l4-5 and l5-s1. The patient underwent a procedure for posterior superior iliac crest bone graft harvest; segmental instrumentation l4 to the sacrum; fasciectomy with laminectomy and discectomy of l4-5 and l5-s1; interbody fusion with cas ebi cages and bmp at l4-5 and l5-s1. At 7 years post-op, the patient was seen for complaints of pain in lower back, right knee, right hip and shoulder blades. Per dictated notes ¿the patient began to have lumbar pain 30 to 35 years ago. The pain began gradually following injury. Patient states he first injured his lower back while playing football in 1983. Patient states he was being tackled from the back and the other player¿s helmet went into his lower back. Patient states the second injury to his back was due to work related incident in 2004 while lifting a transmission out of a vehicle. He was conservatively treated but gradually his pain worsened. The patient had lumbar surgery in 2005. He states that 3-4 yrs. Ago he was assaulted and this disrupted one of the fusion screws. The patient describes the lumbar pain as continuous. The lumbar pain is characterized as deep, aching, throbbing, sharp, shooting, stabbing, and burning. The pain is faceted in the bilateral low back. The pain radiates to both hips. The pain radiates to both lower extremities above the knee. The pain radiates to both lower extremities below the knee. The pain radiates to both lower extremities into toes. The pain radiates to both groins. The pain is associated with numbness, tingling, pins <(>&<)> needles, and weakness. The pain is aggravated by sitting, standing, walking, bending forward, bending backward, driving, lifting, cold/damp weather, coughing/sneezing, and lying down/ resting. The pain is relieved by sitting and walking. The back pain is worse than the leg pain. The pain failed to respond to chiropractic, physical therapy, steroid injection, trigger point injection, nerve block, epidural, and exercises. The pain had a good response ta pain medications and exercises. The patient is currently using which decrease the pain from a 10/10 on visual analogue scale to a 3/10.¿ exam the patient was assessed to have post-laminectomy syndrome of the lumbar region, thoracic or lumbosacral neuritis or radiculitis unspecified and degeneration of the lumbar or lumbosacral intervertebral disc.